Event description:
Customer reported blood glucose results of 125 mg/dl and 75 mg/dl within 10 mins on the aviva system. Customer reported symptoms for which she was able to self-treat. No adverse event reported. A request was made for the return of the system, replacement was sent.